Event description:
The pt went to see an electrophysiologist due to his heart rate being fast. Several attempts were made to interrogate the device without success. An external electrogram showed that the ICD was pacing at 117 bpm. This pace rate indicates a crystal failure.

Manufacturer narrative:
H.3. Eval: the communication difficulties were believed to be caused by the failed crystal. It has been noted that a low amplitude crystal signal can alter the microprocessor clock signal which is believed to cause erroneous data to be written in the micro ram. It has been seen in tests that by simulating a failed crystal device serial number changes and ram value changes may occur, as well as loss of telemetry.h.7 reference recall no. Z-232-7.